Manufacturer narrative:
Additional information: philips has investigated this complaint. According to the information collected, the reported problem occurred outside clinical use. A philips service engineer inspected the system onsite and identified that the wireless footswitch did not connect due to insufficient battery power. The wireless footswitch was charged and re-synched to the base station which solved the issue. Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was not connecting to system. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.